Manufacturer narrative:
The pump was received with all buttons responding properly. No damage or moisture damage was noted on the keypad assembly. No unlocked lcd keypad connector noted. No button error alarms noted. The pump was received with a cracked case at the display window corners, minor scratches on the lcd window, and a cracked reservoir tube window. No cracks were found at the display window or reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer called in to report a button error alarm and that the insulin pump was damaged. The customer's blood glucose level was unknown. No further details were provided.